Event description:
It was reported that the patient's right hip was revised due to infection. Temporary spacer used until infection clears.

Manufacturer narrative:
The following other hip devices were also listed in this report: size 3 accolade ii 127 deg; cat# 6721-0330; lot# 43678208. V40 cocr lfit head 40mm/+8; cat# 6260-9-340; lot# mmaja5. Trident hemispherical cluster hole shell; cat# 502-11-58f; lot# 43113001. 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# mmmw27. 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mmmeam. 6.5 cancellous bone screw 16mm; cat# 2030-6516-1; lot# mjrwm8. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. When completed, the investigation results will be submitted in a supplemental report.